Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. A36523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "doctors were not able to identify left tubal ostia for essure so they did a reattempt of essure". The patient's medical history included pid pelvic inflammatory disease in 2013, calculus of kidney, hyperlipidemia and gerd. Concurrent conditions included hypertension, chronic pain, nausea, gastritis, pain ankle, obesity, umbilical hernia and vertigo. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("bleeding: genital abnormal. Bleed"), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: other"), anxiety ("psych injury/ psychiatric problems condition: anxiety and mental anguish,"), the first episode of urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the second episode of urinary tract infection ("uti") and depression ("depression,"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, anxiety, vaginal infection, fatigue, migraine, headache, vaginal haemorrhage, menorrhagia, the last episode of urinary tract infection and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, gen. Abnormal. Bleed, uti, vaginal infection, fatigue, migraine, headaches, coils visible in the uterine cavity after deployment of micro insert: left: 5 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: bilateral fallopian tube occlusion. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,urinary tract infection, abdominal pain , back pain. Lot number: a36523. Manufacture date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. A36523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctors were not able to identify left tubal ostia for essure so they did a reattempt of essure". The patient's medical history included pid pelvic inflammatory disease in 2013, calculus of kidney, hyperlipidemia and gerd. Concurrent conditions included hypertension, chronic pain, nausea, gastritis, pain ankle, obesity, umbilical hernia and vertigo. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("bleeding: genital abnormal. Bleed"), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: other"), anxiety ("psych injury/ psychiatric problems condition: anxiety and mental anguish,"), the first episode of urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the second episode of urinary tract infection ("uti") and depression ("depression,"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, anxiety, vaginal infection, fatigue, migraine, headache, vaginal haemorrhage, menorrhagia, the last episode of urinary tract infection and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, gen. Abnormal. Bleed, uti, vaginal infection, fatigue, migraine, headaches, coils visible in the uterine cavity after deployment of micro insert: left: 5 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: bilateral fallopian tube occlusion. Imaging procedure on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,urinary tract infection, abdominal pain , back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: pfs and mr received reporters information were added. Lot no. Were added. Psych injury/ psychiatric problems condition: anxiety and mental anguish were updated. New event: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:uti, psychological or psychiatric problems condition: , anxiety and mental anguish, depression, device insertion difficult pid were added. Medical history and lab data were added. Seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.